Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis identified potential high impedance within the battery. Continued monitoring was recommended. At this time, the pacemaker remains in service. Additional information indicated that the patient experienced anxiety, no other adverse patient effects were reported.